Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The clinical sales representative suggested to power cycle the system. The customer confirmed that there were no further issues after following the clinical sales representative's suggestions. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report universal surgical manipulator (usm) 3 moved by itself and felt some resistance at the mtms. Site had undocked the robot. Site mentioned that usm 3 with the camera moved on its own. Surgeon was feeling resistance at the mtms like there was no power steering. System was undocked and no troubleshooting was performed. The procedure was completed with no reported injury.